Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had over delivery alarm. The customer¿s blood glucose was low and was treated with food. The customer alleged that the insulin pump was over delivering because they had a low blood glucose. No harm requiring medical intervention was reported. The devices will not be returned for analysis.